Event description:
Tampons opened completely [device physical property issue]. Case narrative: consumer reported via e-mail that the tampons open completely during use. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons opened completely [device physical property issue] case narrative: consumer reported via e-mail that the tampons open completely during use. No injury reported.

Manufacturer narrative:
Product investigation is in progress.